Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was 122 mg/dl. The customer did not provide information about symptoms and treatment. The customer said that he was not getting alarms or errors and was not doing anything on it but still getting highs and lows blood glucose values. The customer declined troubleshooting for high blood glucose value and low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. No device deficiency anomaly noted during test. (B)(4).